Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days. The pump remains in use supporting the patient. A system controller log file dated (B)(6) 2016 was submitted to the manufacturer for review. The log file contained approximately 22 days of data. The fixed speed was incrementally adjusted by the health care professionals throughout the log file with speeds ranging from 8600 ¿ 12000 rpm. At timestamp (B)(6) 2016 21:13, a loss of power to the system controller was captured which showed the emergency backup battery in use; the event resolved when the patient was reconnected to a viable power source. No other atypical events or alarms were noted. Pump power, flow, and average pi ranged from about 4.7-6.4 watts, 3.5-9.8 lpm, and 1.5-8.5, respectively. A correlation between the events captured in the log file and the reported event could not be determined. Hemolysis and thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. A correlation between the device and the reported hemolysis could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient's plasma free hemoglobin level was elevated, the lactate dehydrogenase (ldh) increased to over 3000 u/l, and the pump power and estimated flows were high. The patient did not display any signs of heart failure. An echocardiogram showed the left ventricle was unloading and the aortic valve was closed. The patient was on aspirin and therapeutic on coumadin with an inr of 3.0. A clot was suspected. The patient was started on a high dose heparin drip. The patient's ldh continued to rise from (B)(6) 2016. A swan-ganz catheter was inserted: central venous pressure 19 mmhg, cardiac output 5.0 lpm, and wedge pressure 16 mmhg. The pump estimated flows dropped to 3-3.5 lpm on (B)(6) 2016. A 3d - CT scan revealed no obstructions around the inflow or outflow grafts. On (B)(6) 2016, patient diagnostics returned to baseline with estimated flows of 5 lpm and an ldh of less than 1000 u/l. The patient continued with medical management and persantine was added to the patient's anticoagulation regime. On (B)(6) 2016, the patient was stable, pump parameters were stable, and the ldh was within normal limits. The patient was to be discharged that day on aspirin, plavix, and coumadin with an inr goal of 2.5-3.0. The patient's ldh and inr would be evaluated as an outpatient twice per week. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient had worsening dry coughs and experienced issues with fluid balance following discharge. The patient increased use of diuretics and the patient's creatinine level rose up to 2.2 mg/dl. On (B)(6) 2016, the patient was readmitted for medical management. The patient's labs upon admission indicated that the patient's lactate dehydrogenase (ldh) level was greater than 2000 u/l, the patient's inr rose to 2.6 mg/dl, and hematocrit level was at 23%. In addition, low flow and low power levels were observed. Device thrombosis was suspected and the patient was started on a heparin drip. The patient was known to be unresponsive to aspirin and plavix. The patient was originally sent home on coumadin, aspirin, and plavix. The patient also had a history of occluding all bypass grafts one week post operation. It was reported that the lvad was unable to unload the patient's left ventricle at increased pump speeds up to 12,000 rpm. A CT scan revealed no occlusions in the inflow or outflow conduits of the pump. By (B)(6) 2016, many low flow alarms were noted, the patient's ldh was at 1964, plasma hemoglobin was at 11 g/dl, creatinine level was down to 1.6 mg/d, and lactate level was at 1.9 mg/dl. An emergent pump exchange was completed on (B)(6) 2016 using a subcostal approach. Only the pump portion of the lvad was exchanged and it was reported that a laminated donut clot was visualized at the inlet bearing site. The patient had normal pump parameters when leaving the operating room.

Manufacturer narrative:
The report of suspected pump thrombosis was confirmed based on the evaluation of the returned device. A tissue-like thrombus formation was adhered around the inlet bearing cup and inlet bearing ball, partially occluding the blood flow path. The thrombus was denatured and appeared to have formed in laminated layers indicating that the thrombus likely formed over an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level and caused increased drag on the spinning rotor, resulting in the reported pump power elevations. The partial occlusion of the blood flow path due to the deposition could have also contributed to the low flow alarms recorded in the submitted system controller log file. Additionally, a small, white, non-adhered, non-laminated deposition was present in the proximal side of the outlet stator. Although its specific origin and a duration in which it was present in the pump could not be conclusively determined, the deposition did not appear to have originated in this location. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis and hemolysis are is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.